Event description:
It was reported that the subject device had dirty instrument. The issue was found during sedation (device inside patient) of a diagnostic colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: angulation wire torn, leak in a-rubber, biopsy channel, scope cover, jet channel perforated, light guide rod lens (3x) cracked, grainy image and ccd cover lens glue chipped. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.